Event description:
It was reported that the lead noise algorithm detected noise on the right ventricle lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One ventricular non-sustained tachycardia (nst) equal to 170 ms on (B)(6) 2011. Ventricular short interval count (v-sic) equal to 20.5 counts avg/day, in 146.05 days, between (B)(6) 2011 and (B)(6) 2012.